Event description:
Boston scientific crm received information that during a follow-up visit for device evaluation, the implantable cardioverter defibrillator (ICD) had reached elective replacement indication. Further investigation to the system diagnostics revealed greater than 2500ohms impedance measurements on the right ventricular (rv) lead. During the replacement procedure two days later, the ICD was explanted and discarded without incident. A new device was implanted. Testing during the procedure on the rv lead revealed a clean intercardiac channel, and variable lead diagnostics when connected to the ICD and alone through the pacing system analyzer (psa). Review of the device printouts also noted no noisy signals were recorded in the eight years of service life. The measurements of this rv lead when connected to the new device were r-wave amplitudes of 5.7mv, impedance values of 1765 ohms and threshold values of 2.0v at 0.5ms. The final impedance measurements were similar to high (but within range) chronic measurements. No adverse patient effects reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.